Manufacturer narrative:
During inspection and testing, service found foreign material on the forceps elevator and nozzle due to insufficient cleaning. The reported issue was confirmed during testing. Switch one did not work due to damage on the switch circuit board. In addition, the nozzle was clogged, angulation was reduced and the angulation control knob felt loose due to wear on the angle wire, there was a crack in the adhesive on the bending section cover, there were scratches on multiple parts of the device, the universal cord was buckled and wrinkled, the objective lens was chipped, switches two and three did not work due to damage on the switch box, switches two, three, and four were stained due to insufficient cleaning, the grip was dented, there was a leak due to damage at the biopsy channel, there were elements missing due to damage to the ultrasound cable, and there was leakage from the elevator channel port at the control side unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the switch on the subject device did not work during a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material on the forceps elevator and nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material was caused by insufficient reprocessing. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Updated fields: b3, b5, e2, e3, and g2.

Event description:
Additional information was received from the user facility regarding the reported event (the switch on the subject device did not work during a procedure): the intended procedure was a diagnostic endoscopic ultrasound (eus) guided endoscopic retrograde cholangiopancreatography (ercp). The intended procedure was completed using the subject device without any impact on the patient and the procedure. Reportedly the subject device was inspected prior to the procedure.